Event description:
A biomedical engineer reported that the vacuum was poor or none was available and the footswitch would not respond properly during a procedure. The surgery was completed with the same sys with no impact to the pt.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the vacuum issue. The footswitch cable was replaced because it was worn and displayed intermittent not connected sys messages. The sys was then tested and met all product specs. The root cause is unk at this time. (B)(4).